Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock received by the implantable cardioverter defibrillator (ICD). Programming changes were made. Patient's condition is unknown.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited t-wave over-sensing.